Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon when water leaked out of a pinhole over the distal marker. There were several longitudinal scratches on the distal end of the balloon. Product performance engineering reviewed the incident info and analysis of the returned product. Balloon ruptures can occur as a result of many factors. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly the lesion was moderately calcified, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the pt anatomy, such that the balloon ruptured upon inflation. A conclusive root cause for the balloon rupture could not be determined. Difficulty crossing the lesion/physical resistance can be affected by numerous factors. Reportedly, the lesion was moderately calcified, which may have contributed to the difficulties experienced. As it was reported that the catheter managed to successfully cross the lesion, the reported resistance may have been related to the characteristics of the lesion. Balloon catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture. Device issue: balloon rupture. It was reported that during the procedure in the moderately calcified mid and distal left anterior descending arteries, a 2.5 x 12 mm voyager nc was advanced and resistance was felt. Contrast media was confirmed in the balloon soon after the first inflation had started. The device was removed from the anatomy and a pinhole rupture was confirmed. A non-abbott dilatation catheter was used to complete dilatation and two non-abbott stents were implanted at the target lesion. There were no reported adverse pt effects. There is no add'l info available.